Manufacturer narrative:
(B)(4). UDI # (B)(4). Therapy date (B)(6) 2018. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, after inserting the nail and the lag screw, set screw failed to advance. Subsequently, the nail and the lag screw were removed. There was a delay of 30 min.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by visual inspection of the device. Device history record (DHR) was reviewed and no discrepancies were found. The root cause was determined to be a manufacturing and design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.